Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer, healthcare provider, and a manufacturer representative reported that they had been playing with their programmer quite a bit trying to find the sweet spot for their stimulation to help their sympathetic problem with their legs when they laid on their sheets at night. The patient was making a long drive to texas and wanted to turn their stimulation down. They were trying to decrease their stimulation and they were seeing a poor communication screen on their patient programmer. They did not use the antenna with their programmer. They tried syncing multiple times and the issue did not resolve. They got new batteries for their programmer and they increased stimulation over 10 but they were not feeling stimulation. They felt it briefly and then it went away. The patient had a loss of therapeutic effect and a return of pain in their leg. The patient noted that the system had stopped working. The patient met with a manufacturer representative and impedances were taken in the range of 1000 to 2000 ohms. The patient typically ran their stimulation settings in the 2 to 4v range but they were not feeling stimulation at 10.5v. They looked at the right lead and there was an electrode pair that the patient was not using that was at 2400 ohms impedance. The group impedance was 447 ohms. They tried reprogramming and the patient was not feeling stimulation on the right lead at 8.0v when trying different contacts. On the left lead they were cramping at 1.0v. The symptoms were in the patient's right leg. The issues started on (B)(6) 2015. X-rays had been performed. The patient's indications for use were non-malignant pain and complex regional pain syndrome type 1. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.